Event description:
The customer reported that during a hysterectomy, the jaws of the device could not be re-opened while applied to tissue. It is unknown how the device was removed from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.